Manufacturer narrative:
This report is submitted on april 1, 2020.

Event description:
Per the patient's surgeon, the device was explanted on march 9, 2020, due to elective non-use of the device. There are no plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on 16 june 2020.